Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted for a tear in distal end of the percline. The patient had yellow smelly, drainage exiting the small hole which was cultured and positive for rods and chains of enterococcus, heavy growth, with blood cultures negative and they could message blood out of the drive line. Subsequently, the pump was exchanged.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of blood and drainage coming from the percutaneous lead and an internal percutaneous lead fracture can be confirmed based on the analysis of vad-4605. The fractured area of the bend relief was examined and revealed a ripple-like characteristic that extended across the interface consistent to fatigue. The location of the bend relief failure was located in the small diameter of the bend relief at the cable fitting. The bond between the silicone adhesive and the bend relief appeared intact. The evaluation did not reveal any external surface defects or cuts observed in this area that would have contributed to the bend relief failure. Evaluation also did not reveal any wire damage in the returned sections of lead. This internal fracture would have led to the noted bleeding coming from the tear in the silicone sleeve of the external portion of lead. Thoratec has investigated the failure of the pump end bend relief and has determined fatigue failure due to cyclic flexing. As a result thoratec is addressing this issue via thoratec's corrective action system. A review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer has initiated and distributed the attached urgent medical device correction letter identifying the probability and symptoms of potential percutaneous lead compromise, recommending that the pump be replaced as soon as possible if damage to the percutaneous lead is confirmed. Hospitals have been requested to review the instructions for care of the percutaneous lead with their ongoing lvas patients and have been requested to have any ongoing lvas patients return to the hospital for an inspection of the percutaneous lead and if the hospital suspects that an lvas patient may have a damaged percutaneous lead, to please contact the manufacturer's technical services department for assistance. (B) (4). No further information is available. The manufacturer is closing its file on this event.